Manufacturer narrative:
The investigation for the access site bleed and removal issues has been completed. According to the clinical, five hours after beginning impella cp support, the patient had post closure groin complications. The patient was brought down to cath lab for explant, and two perclose were used. Although the closure appeared to go well, after the patient was brought to an inpatient unit a hematoma was found and their hgb dropped. The patient's hr then began to increase and their bp dropped, causing them to be sent to ICU where the bleeding was resolved. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The cause of the minor access site bleeding was not determined because no product was returned and not enough clinical information was given. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the following sections: section: general patient care considerations section: entering cardiac output section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ added-h6 component code 925 added-d6a/d6b f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old female in anterior st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After removal of the device, the patient had a post closure groin complication. Patient was brought down to cath lab for explant, and perclose x2 was used. Closure appeared to go well. Patient was brought up to inpatient unit, where a hematoma was found, and hemoglobin dropped. The patient's heartrate began to increase and blood pressure dropped, causing the patient to be sent to ICU. ICU was able to get bleeding under control. It is unknown if blood products were given.